Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the patient experienced multiple syncopal episodes, and it was noted that the right ventricular (rv) lead exhibited varying thresholds and loss of capture. The lead was reprogrammed, and was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.